Event description:
It was reported that an o-ring was on the pneumatic tap. Reportedly, the customer was going to remove the o-ring from the pump and reload the existing cartridge to resume insulin therapy. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.